Event description:
The (B)(6) year old female, who presented with a history of irregular bleeding and pelvic pain. Pt stated that she had an essure tubal occlusion procedure done in (B)(6) 2011 by a provider in a different city. She stated that she told her doctor that she was allergic to most metals and her doctor said that there was not enough nickel in the coils to cause a reaction. Pt stated that since having that procedure she had been having pelvic pain, cramping in nature. Stated that over the past few months it had gotten worse and become almost a constant, severe cramping pain in her pelvis. Had also been having irregular bleeding since the essure was placed. Was put on depo-provera to try to control the bleeding. Stated this did not help. Pt taken to surgery on (B)(6) 2013, for laparoscopic bilateral salpingectomy and essure coil removal. During surgery it was found that the essure coil insertion device (not just the coils) had been left in the pt's bilateral fallopian tubes. There was evidence of chronic inflammation. Both tubes and all foreign bodies were completely removed. Since then pt has had problems with recurrent infections and chronic pain and is likely going to need a hysterectomy. I do not have available the product, lot, expiration date, etc. Additional info: diagnosis or reason for use: permanent sterilization.